Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): preliminary testing revealed the device pacing in por (power on reset) parameters. Telemetry with a programmer would not complete, and the device kept going into backup mode. Upon further analysis, telemetry was functional with engineering software. The device failed ram and extended ram testing with the engineering software. A short between adjacent solder bumps under a microprocessor ic (integrated circuit) was identified. This anomaly was documented with an x-ray image of two shorted solder bumps. Simulation of a short across the same two bumps on a known good device replicated the memory test failure condition. The analysis stopped at this point with the shorted bumps identified as the cause of the no telemetry condition in the field and related por events.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the device was not working normally and could not be programmed. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that after the device was implanted, it was not working normally and could not be programmed. The device was explanted and replaced. No patient complications have been reported as a result of this event.